Event description:
Per the clinic, the device was explanted (specific date not reported) due to no benefit with the implanted device leading to device non-use. There are no plans to re-implant the patient with a new device as of the date of this report.